Event description:
It was reported that the patient¿s output current was low on the day of replacement. Company representative interrogated the generator prior to surgery to note down the programmed setting. Low output status was observed for the first interrogation but normal output status was seen for the second interrogation. The device was explanted and has not been returned to date. No additional information has been received to date.